Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to medtronic neurosurgery that the patient was set onto a pressure-level setting of 2.0. One to two months later the patient was experiencing symptoms of headaches, vision problems, nausea, and vomiting so she went to the emergency department. The symptoms were identified as coming from a lack of csf drainage from her strata nsc lp shunt. Posterior and anterior taken showed that the catheters were properly located. A cranial tac image did not show any anomalies. The neurosurgerical team decided to readjust the pressure-level setting of the valve to a lower setting. When they first read the valve it was at pl 1.5, which is the level the patient identified that best meets her needs. The team tried several attempts to adjust the valve to lower setting but the valve was reading to be on a different setting than they intended with each attempt. They then decided to revise the shunt. During the revision surgery, it was observed that the valve was implanted 5 cm from the skin surface and the valve's reservoir was empty. When they disconnected the lumbar catheter, it was noted that csf was able to come out, but when they reconnected the catheter to the valve, the reservoir was not able to be filled by csf. They then decided that the valve or peritoneal catheter were possibly occluded by csf debris or blood so they revised these two components. After two days, the patient recovered and was discharged from the hospital.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.